Manufacturer narrative:
To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Event description:
On 22 april 2025, senseonics was made aware of an incident where user had persistent signal connectivity issues post transmitter replacement and firmware upgrade. After escalation to next level support, the user is being advised to contact the hcp to discuss next steps, such as removal and replacement of the sensor.

Manufacturer narrative:
This case was created from the associated case, (B)(4), where the customer complained of receiving no sensor detected alerts. Per user, the signal could be found sometimes with "low" strength for a bit before disconnecting. A transmitter replacement was initially given with an updated firmware to help resolve the issue. However, the issue persisted even with the new transmitter. The user was then redirected to hcp to discuss about removal and replacement of the sensor, possibly due to sensor inserted deeper than usual or placed in a non-ideal position. The sensor was removed, but the hcp mentioned that it was not deep. A review of the alert history confirmed that the alerts persisted throughout the wear period. The RMA was authorized for the return of the sensor for further evaluation. The returned sensor showed good and stable signal detection when placed approximately 12 mm from the transmitter and excellent signal when held directly against the transmitter, with no malfunction observed in the sensor-to-transmitter connection. The issue may have been due to the optimal placement of the transmitter, insertion depth, or insertion angle. The user was offered a sensor replacement as a resolution. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.